Event description:
It was reported that pump displayed a minimum fill notification when customer attempted to load cartridge containing adequate insulin. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area, and attempted to reload same cartridge without success, after which technical support guided loading of new cartridge using correct technique, which resolved issue and allowed insulin delivery to resume, and replacement cartridges were arranged to be sent to customer.